Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a battery depletion (bd) alert. Premature battery depletion (pbd) was suspected. Technical services (ts) recommended device replacement. No adverse patient effects were reported.